Manufacturer narrative:
Based on photographic evidence of a damaged ar-300-b102, burr, the complaint allegation is confirmed. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as mechanical overstress at the burr¿attachment interface.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2025, a facility representative reported via (B)(4) that a burr broke off into an ar-300b attachment, and the stem was stuck inside, preventing another attachment from connecting. Device swapped and case completed with no patient effect. Additional info provided 10/31: ar-300-b102 burr was broken during procedure, no adverse effects or fragments produced from breakage.